Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia and subsequent patient outcome could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined. The controller event log file contained relevant events from 13aug2023 through 14aug2023. Several low flow hazard alarms were captured between 02:13:59 and 03:28:41 on 14aug2023, when estimated flow was sustained below the low flow threshold of 2.5 liters per minute (lpm) for at least 10 seconds. Flow values appeared to recover between 03:29:29 and 04:05:45; however, beginning at 04:08:00, flow began to gradually but steadily decrease again. A low flow hazard alarm became active at 04:10:05 and persisted throughout the remainder of the file as flow values ultimately dropped to 0 lpm. No other notable events or alarms associated with the pump were captured. It was reported that the patient called emergency medical services (ems) on 14aug2023. The patient was found to be in ventricular fibrillation (vf) and was intubated in the field. After arrival at the emergency department, the patient coded for one hour and ultimately expired. Multiple attempts were made to obtain additional information from the customer regarding the reported events; however, no further information was provided. Hm3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia and death as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2023-06277. It was reported that the patient called emergency medical services (ems) on (B)(6) 2023. The patient was found to be in ventricular fibrillation (vf) and was intubated in the field. After arrival at the emergency department, the patient coded for one hour and ultimately expired. Log file analysis found low flow alarms starting at 2:14 am on (B)(6) 2023 and continued through 03:28 am. During that time the flow was noted as low as zero. Additionally, no external power events were noted between 03:57 am through 04:00 am due to both power leads on the controller being disconnected. This enabled the backup battery in the controller until power was restored to the controller. Further no external power events were captured at 04:01 am due to both power leads on the controller being disconnected. These continued and around 04:09 am there were also low flow events noted where the flow dropped suddenly to the 1 lpm and then under the 1 lpm range until the driveline was disconnected 05:49 am on (B)(6) 2023. There was no interruption to pump support until the driveline was disconnected.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2023-06277. It was reported that on (B)(6) 2023 the patient called emergency medical services and was taken to the emergency department for ventricular fibrillation (vf). The patient was intubated and then coded and passed away. A log file review found a no external power event had occurred on (B)(6) 2023.